Event description:
Manufacture received info stating that the device stopped cycling during pt use. Device was used in an hospital environment. No injury or change in treatment.

Manufacturer narrative:
Registration number is incorrect use below number for registration.